Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d10, and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no.2 to update the h3 section and to provide the completed investigation results. One 6fr destination device was received for product evaluation. The dilator was not returned with the sheath. Visual inspection revealed that the sheath tip was fish mouthed. Additionally, it was noticed that the sheath was smooshed proximal to the tip. Functional testing was conducted, it was attempted to replicate the allegation for leakage, the sheath was flushed to be able to observe whether it is leaking from 2 cm proximal to the tip, no leakage was observed. Based on the provided information and investigation results there is no evidence that this event was related to a device defect or malfunction. Based on the investigation results, it is likely that the reported event attributed to the difficulties of insertion such as scar tissue, calcification or a combination of these. However, the exact cause of the reported event cannot be definitely determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that at lysis control and while the destination was in the left antegrade vessel, the device had blood coming out of it at two points approximately 2cm from the proximal end of the sheath. At first it was just drops of blood but then started pulsating. The sheath then had to be removed, the puncture site was closed. The patient was not at risk, and the blood loss was very low. The sheath did not come in contact with any sharp objects such as a scalpel or anything else during use of the device.